Manufacturer narrative:
The insulin pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current, problem isolated to the electronic assembly. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery of insulin pump was need to be replaced every two days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.